Event description:
It was reported that two screws broke postoperatively. On an unknown date, the bilateral 6mm x 45mm titanium matrix polyaxial screws at s1 level were broken. The original surgery was l5-s1 fusion, done on (B)(6) 2012, original surgery was performed for unknown reasons. The patient reports that while bending he heard a snap and has been able to hear the screws making noise during bending. There has been no report of increased pain with the known screw breakage. The facility reported that serial x-rays were performed on an unknown date and there has been no worsening of the patient¿s spondylolisthesis disease. At this time there is no planned revision. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mnh, mni, kwq, kwp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. .